Manufacturer narrative:
The reported event of stylet insertion failure was confirmed. A complete lead without a stylet was returned in one piece for analysis. A stylet could not be fully inserted at the proximal region due to blood found clogged in the inner coil. The cause of the reported event was isolated to the inner coil clogged with blood.

Event description:
It was reported that during implant procedure, the rv lead positioning was difficult to be performed as the stylet could not be inserted in the lead. The rv lead was removed and a new lead was implanted. The procedure was completed without any adverse consequences to the patient. The patient was stable.